Event description:
A pump declared an altitude alarm. The customer's blood glucose was 15 mmol/l. Technical support provided the customer with tips to prevent future altitude alarms, and the customer acknowledged understanding these. The customer resumed insulin delivery using the original cartridge. Additionally, advice was given regarding keeping speaker holes clean, as dust was noted when the case was removed.